Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported while using the catheter for an ablation procedure the extension tube broke from the handle of the catheter. There were no consequences to the patient.